Manufacturer narrative:
The device passed the displacement test, sleep current measurement and active current measurement. All currents within specific range. The device was monitored and no unexpected power loss, blank display, missing segments or battery cap cracked noted during testing. The device was received with scratched lcd window and cracked select button on the keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 458 mg/dl at the time of incident. Customer stated insulin pump had blank display and also battery cap was damaged, screen was hard to see, insulin pump had replace battery alert and power loss alert. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.